Event description:
It was reported that customer pump displayed malfunction alarm code 12 with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, was guided through a pump reset that did not resolve the recurring alarm, and was advised to switch to multiple daily injections as backup therapy while a warranty replacement pump with updated software was arranged; customer confirmed shipping details, acknowledged instructions to place malfunctioning pump in storage mode, return it within 10 days using provided materials, and then program pump settings and reconnect continuous glucose monitor in replacement pump.